Event description:
It was reported, during an implant procedure, the helix did not extend on first time deployment. Additionally, attempted retract of screw mechanism was unsuccessful. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with the helix fully extended. The helix was bent, and therefore could not retract. Additionally, the helix was stretched out of specification. While turning the is-1 pin, torque transferred to the helix. The defib conductor was distorted at medial section at 32 centimeters. Damage at implant was noted. Primary analysis finding indicated distorted/bent helix.